Event description:
Device malfunction: none. Symptoms/ae: embolism, transient ischemic attack. Time of ae: during the procedure. It was reported that post rx acculink stent implantation in the right internal carotid artery, the pt experienced hypotension, decreased oxygen saturation and loss of left hand grip. Angiography showed plaque disruption through the stent interstices. A second, non- abbott, stent was implanted within the rx acculink to cover the disrupted plaque. Concomitant medication, clevidipine for hypertension was discontinued and oxygen via nasal cannula was administered. The neurological deficit resolved in approximately 10 mins and was diagnosed as a transient ischemic attack, due to embolized plaque. The physician reported there was no device malfunction. Postprocedure, clevidipine was restarted, followed by neosynephrine for approximately 6 hours and preprocedure antihypertensive medications were resumed the following day. There was no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
Study report. Evaluation summary: hypotension, embolism and neurological events are known possible adverse events associated with the use of the product and are listed in the instructions for use. There was no device malfunction reported that could have contributed to the event. Based on available info, a conclusive cause for the pt effects may have been operational context of the product and the circumstances experienced during the procedure. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.